Event description:
Medical staff reported the removal of the device following a rupture which was diagnosed by MRI.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). Device evaluation: "device photograph(s) for the device related to the reported event rupture was reviewed on (B)(6) 2020. Visual analysis of the identified photos: device patch with lot number 2012239 and shell opening. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported the removal of the device following a rupture. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.